Manufacturer narrative:
A review of the technical service on-site showed no abnormalities that could have contributed to this event; the laser was successfully verified prior to the date of the event. The log file review shows no abnormalities that could have contributed to the reported event. The treatments were completed to 100% and all laser system functions were within specifications on the date of treatment. No technical root cause could be determined, system is performing within specifications. (B)(4).

Event description:
An ophthalmologist reported that a patient presented with high intraocular pressure approximately two weeks post photorefractive keratectomy (prk) enhancement after lasik. The patient was prescribed a topical glaucoma drop to treat the high intraocular pressure in the right eye. The patient's symptoms have resolved and is no longer using the topical glaucoma drop but is using topical artificial eye drops as needed.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. No root cause has been identified based on the currently available details. The manufacturer internal reference number is: (B)(4).